Event description:
It was reported that during a renal stenting treatment procedure, stent placement difficulties were encountered. "During stent penetration, the distal of the stent opened first and lead to stent jumping into the distal vascular. So the stent could not 100% cover the narrow segment." The lesion being treated was calcified and 75% stenotic. The lesion was accessed without difficulty from the right groin and was not predilated. Another MFR's smaller sized stent was used "to cover the narrow segment 100%." It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.